Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the issue was observed while the driver was not supporting a patient. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm when an onboard battery was inserted.

Manufacturer narrative:
The customer-reported issue of a fault alarm upon start-up was confirmed via review of the driver's alarm history and testing. The alarm history was reviewed and revealed alarm codes produced as a result of the primary motor not engaging for greater than or equal to 5 seconds after continuous open or short detected. During investigation testing, the driver started up on the secondary motor and enunciated an alarm as designed. The root cause of the customer-reported issue was determined to be a malfunction of the main printed circuit board assembly (pcba) not powering the primary motor piston cylinder assembly (pca) triggering the driver to convert to secondary motor operation. Syncardia has a corrective and preventive action (CAPA) for this issue. Syncardia has completed its evaluation and is closing this file. Ce 4560 follow-up report 1.